Manufacturer narrative:
The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that upon interrogation of the implantable cardioverter defibrillator (ICD) it was found that all patient information fields had a red question mark. Based on past inquiries it was suspected that the patient had been exposed to radiation therapy, causing corruption of data stored in the device memory. The invalid data was cleared and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.